Manufacturer narrative:
Date of event is estimated. E1: reporter phone number (B)(6). Attempts were made to obtain physician's information but not received. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported during an ablation procedure, the electrodes were connected but were not showing up on the screen. The procedure was abandoned as a result.